Manufacturer narrative:
Concomitant medical products: 4968-60 lead, implanted (B)(6) 2012, 6947-65 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to a pocket infection. Antibiotic treatment was necessary. No further patient complications have been reported as a result of this event.